Manufacturer narrative:
This follow-up report is being filed to report a correction. Concomitant medical products - 00596401652 femoral component option size f right compatible with lps-flex, prolong 63104454, 00598003702 tibial component stemmed precoat use of this tibial, component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using 63071618, 00597206538 all poly patella size 38 mm dia. Standard 9.5 mm thickness 62851388, and 66022663 palacos r+g 1x40 80494409. It was found that all devices are compatible with each other according the nexgen pocket product profiler (97-5764-009-00). No product was returned for evaluation. The device history records for the 00-5964-032-10, lot # 63068848 were reviewed for deviations and/ or anomalies with the following anomalies/ deviations identified. Ncr12077741 & 12077769. Ncr12077741 was initiated due to a product being out of specification for a dimensional aspect that was found during inspection. The entire lot was inspected for this feature with no other deviations noted and the lone non-conforming product being isolated and scrapped. Ncr12077769 was initiated for the same reason as ncr12077741. With the devices being re-inspected and non-conforming devices removed from circulation, it is believed that these issues would not contribute to the event. This device is used for treatment. A complaint history review was performed for part # 00596403210. The search identified no other complaints for the same lot (63068848) the search also identified 10 additional complaints for this device for the same or similar issue. Operative notes for the primary surgery or manipulation the patient underwent were provided. Therefore it is unknown if the devices were implanted correctly with the appropriate size or fit. Per the nexgen cr-flex and lps-flex packaging insert (87-6203-883-23 rev. C) poor range of motion is considered to be a potential adverse effect of this procedure. Therefore, a definitive root cause cannot be determined at this time. This complaint may be re-opened upon receipt of additional information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a right knee revision procedure due to limited range of motion approximately one year post-implantation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.